Manufacturer narrative:
The following fields were updated with additional information: d.10 device available for eval? Yes d.10 returned to manufacturer on: 14-aug-2023 investigation summary: bd received two (2) samples from lot (2304755) for investigation. The samples were evaluated by functional testing and the indicated failure mode for tube push off was not observed. Additionally, 8 retained (lot 2304755) samples and 10 retained samples (lot 2304762) from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 2 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the stoppers pop out of tubes. This occurred twice with lot# 2304755 and once with lot# 2304762. The following information was provided by the initial reporter: on tuesday 25/07/2023, regarding a problem that I'm having with tubes. A lot of them are popping off the barrel, some will start to fill then pop off and you can't put them back on, others like the couple I have sent won't fill at all, some have that much pressure behind them the tubes shoots onto the floor. It could be a problem with the batch, I have changed from lot#2304755 to lot#2304762, it is still happening but not as often.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2304755. D.4. Medical device expiration date: 30-apr-2024. H.4. Device manufacture date: 31-oct-2022. D.4. Medical device lot #: 2304762. D.4. Medical device expiration date: 30-apr-2024. H.4. Device manufacture date: 31-oct-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 2 lots of bd vacutainer® sst¿ ii advance plus blood collection tubes the stoppers pop out of tubes. This occurred twice with lot# 2304755 and once with lot# 2304762. The following information was provided by the initial reporter: on (B)(6) 2023, regarding a problem that I'm having with ssttubes. Alot of them are popping off the barrel, some will start to fill then pop off and you can't put them back on, others like the couple I have sent won't fill at all, some have that much pressure behind them the tubes shoots onto the floor. It could be a problem with the batch, I have changed from lot#2304755 to lot#2304762, it is still happening but not as often.